Event description:
Patient has a medtronic crtd. Patient sent a remote transmission on (B)(6) 2017 which showed battery longevity at 2.63v. On (B)(6) 2017 a remote alert was rec'd for battery voltage at 2.52v, eos replace device immediately, change circuit warning. Patient was a direct admit to hospital as she is pacemaker dependent. Per medtronic technical services this was a "fluke" and the device could shut off at any moment.